Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 108 mg/dl compared with the sensor glucose reading of 67 mg/dl. The sensor glucose and blood glucose difference was not within acceptable range. The customer reported having bent cannulas in previous sensors. The sensors were replaced, however nothing was returned for analysis. The customer was advised to monitor the blood glucose levels and to call back if needed.